Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer tried rewinding insulin pump multiple times but was not successful the customer¿s blood glucose level were 247 mg/dl, 90mg/dl. Trouble shooting was performed for no delivery alarm. Customer also stated that no delivery alarm was resolved by changing the set. The device will not be returned for analysis.